Event description:
It was reported that during a lap colectomy procedure that the clips were scissoring due to obvious twisted jaws. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.